Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was leaking an unknown substance. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was leaking an unknown substance. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can lead to the reported event and can be caused by improper or non-recommended cleaning procedures.